Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching blood vessel on a lung cancer surgery, the surgeon was able to press the green button but was not able to squeeze the handle. The device was not able to fire. The surgeon replaced the reload to resolve the issue. The handle was able to work normally after replacing the reload. There was no patient injury.